Event description:
It was reported that during a percutaneous coronary intervention, the guide wire tip separated. The 99% stenosed lesion being treated was located in the calcified posterior descending artery. The physician first attempted to advance another manufacturer's guide wire and noted severe calcification. Therefore, the physician changed to the floppy rtw guide wire with another manufacturer's microcatheter; however, the microcatheter was not able to be advanced into the ostial pd and the floppy rtw guide wire was advanced further distal. The physician then noted that torquing the floppy rtw guide wire did not affect the tip. The floppy rtw guide wire was removed with rotation and visually examined, noting that the radiopaque tip was missing. The floppy rtw guide wire tip was located in the distal segment of a calcified vessel, and retrieval was not possible. The procedure was not completed due to another issue. The pt is being monitored, and is reported as 'stable'.